Event description:
During preventive maintenance, the system's air/oxygen blender was leaking air and the fio2 setting was not accurate. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.